Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
A journey cr right 9mm insert was exchanged for a journey right cr 15 mm deep dished insert for more stabilization. The pcl was also compromised.